Event description:
A lead revision was performed (B)(6) 2018 due to loss of capture and dislodgement. The lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.